Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, a disk boot failure was observed. After the device was powered on an error message '' disk boot failure, insert disk and press enter'' was shown on the central control monitor (ccm) then it lost control from ccm. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) discovered that when power was applied to the central control monitor (ccm), it booted with "disk boot failure, insert system disk and press enter" error. Replacing the single board computer (sbc) restored functionality. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced the single board computer (sbc). The unit operated to the manufacturer specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.